Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (1 gram, intraperitoneally, stat then every fifth day) and meropenem (1 gram, once daily and route of administration not reported). At the time of this report, the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information is not available.